Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
Customer reported via phone call that reservoir compartment was damage . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.